Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the complaint but could confirm the issue via error logs. Visual inspection was performed. The mtm 2 was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. All tests that were performed passed. The complaint regarding the recoverable fault on the mtm was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that there was a recoverable fault on the left-hand controller of the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and found a single 25521 error against the left master tool manipulator (mtml) 2. Prior to calling in, the site had the surgeon move to the other ssc to continue the procedure. The procedure was completed as planned with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no further information was unavailable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the left master tool manipulator (mtml) 2 to resolve the issue. The system has been tested and is operating within isi specifications and ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the left master tool manipulator (mtml) 2 be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s system logs showed the presence of a single 25521 error against the left mtm. A remote report review was performed by the isi technical support engineer (tse). Per the review, the issue occurred during a malignant hysterectomy surgical procedure on (B)(6) 2022 using system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new surgeon side console (ssc) after the start of the procedure due to the left master tool manipulator not functioning on the suspected ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.